Event description:
Boston scientific crm received info that during a revision procedure, this dextrus right ventricular lead was explanted due to a suspected micro-dislodgement and elevated thresholds. A new lead was successfully implanted. No adverse pt effects were reported.